Event description:
It was reported that the patient had the artificial urinary sphincter replaced as the device was not working properly. The patient visited the hospital two weeks before surgery. The inspection confirmed that the pump was leaking from a crack in the pump connecting tube. The cause of tube crack has not been confirmed by the hospital. After the surgery, the patient improved, was stable and the event resolved.

Manufacturer narrative:
Device evaluation: the pump component was visually inspected, microscopically examined, and tested for leaks. A tear in the pump-tube kink resistant tubing (krt) was identified. The damage was worn to the filament and is consistent with wear and material fatigue. Product analysis confirmed the reported allegation and a malfunction in the pump component. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. There is no evidence that the reported events are related to a manufacturing deficiency based on the product analysis and a review of the manufacturing records.

Event description:
It was reported that the patient had the artificial urinary sphincter replaced as the device was not working properly. The patient visited the hospital two weeks before surgery. The inspection confirmed that the pump was leaking from a crack in the pump connecting tube. The cause of tube crack has not been confirmed by the hospital. After the surgery, the patient improved, was stable and the event resolved.